Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the polyethylene bag that contains the implant was adhered to the cup's surface.

Manufacturer narrative:
No device or photos were provided since the device was implanted; therefore the condition of the component is unknown. This device is used for treatment. The alleged issue cannot be confirmed since the device and the polyethylene bag were not returned. However the reported issue has been previously investigated and as part of corrective action a new supplier for the poly bags has been selected and testing has been completed to ensure thermal reliability and stability of the new poly bags.